Event description:
Pt's battery life results were requested by the nurse as the pt was having increase in seizures. Diagnostics results showed everything working within normal limits with eri status no. Last time pt's zonegram was increased and it helped her for a bit and then stopped. His seizures have increased and so has her medications. Good faith attempts to obtain additional info have been unsuccessful till date.